Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). Six device samples were received for evaluation. When performing a water leak test, the part leaked confirming the complaint. Investigation into the device saw no damage or defects to the molded components. Closer analysis determined that the leak was due to an incomplete bond between the luer and the insert of the body. This device is assembled manually by operators. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation., corrected data: h6. Health effects codes, corrected.

Manufacturer narrative:
Date of event, d4:UDI section, e1: initial reporter address, city, state, zip code, and phone number are unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage was detected at the retainer part of the component. Patient involvement is unknown. Customer provided item number 0130522-502 and lot number 0011613364.